Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is unknown. The lot history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips were not closing all the way to prevent the blood vessel from bleeding. It is unknown how the procedure was completed. There were no adverse consequences reported.